Manufacturer narrative:
The impella 2.5 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). Hematuria was seen in the patient¿s urinary catheter and hemolysis was suspected. The physician stated that due to the patient status and the severity of the suspected hemolysis the impella was explanted.

Manufacturer narrative:
The impella 2.5 was returned. There was no damage seen on the returned pump and it passed hemolysis testing. The root cause of the suspected hemolysis was unable to be determined as the issue was not able to be reproduced. Blood lab results were also not provided to confirm the hemolysis. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.